Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when device backup vvi issue was observed. Programming changes were made. Patient was stable.

Event description:
New information received on february 5th, 2019 states that patient presented remotely via merlin.net transmission.